Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) clinical development engineering (cde) team. The following additional information was provided: from the photo, there appears to be some kind of tissue on the tip of the instrument. Cde was unable to determine the kind of tissue from this photo alone. A severity task or risk profile could not assigned to the blood seen in this image as there was no context for the blood. The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to have a broken cable. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.